Event description:
The customer reported that the companion 2 driver had a single compressor malfunction alarm while in patient use. The customer also reported that the patient was asymptomatic before the alarm and was switched to the backup companion 2 driver without any patient adverse impact. This alleged failure poses low risk to a patient because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a supplemental MDR.